Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported potential seizure. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone17.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient is enrolled in the omnipod 5 registry and reported an adverse event. During a follow-up assessment, the patient answered yes to the question: "since your last assessment, have you had a severe low blood sugar (hypoglycemia) event that caused you to faint, pass out, or have a seizure?" Three good-faith outreach attempts were made to collect additional details regarding the event, including whether the pod was worn at the time, the relationship of the event to the product, duration of medical attention, symptoms, diagnosis, glucose levels and treatment provided. All attempts were unsuccessful and no further information was obtained. A supplemental report will be provided if additional information becomes available.